Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 01/18/2010 and 01/21/2010 by phone, fax, and mail. A completed questionnaire was received on 01/28/2010. (B) (4). (B) (4).

Event description:
A tech reported a pt seeing halos and experiencing glare following intraocular lens (iol) implant surgery. The tech reported the pt also had an unexpected postoperative refraction and was unable to adapt to the iol. Posterior capsule opacification had also been observed. In a follow up, the iol was exchanged for the same model, different power iol. The surgeon reported the event had resolved.